Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported that during an implant procedure on (B)(6) 2021, a right ventricular lead had become dislodged twice after being placed in the patient's body. The first dislodgement had occurred once the device pocket had been closed, prompting the reopening of the pocket. The second dislodgement was noted after repositioning the lead and before re-closing the device pocket. After the second dislodgement, the physician elected to remove the lead, and a replacement was not placed. The patient was stable throughout.